Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included overweight, gravida ii and parity 3 (date of birth - (B)(6) 2005, (B)(6) 2006 and (B)(6) 2007.). Concurrent conditions included fever, cough, pneumonia, throat pain, pharyngitis and acute bronchitis. Concomitant products included azithromycin, azithromycin (zithromax), cimicifuga racemosa extract (remifemin) since 2015, hypericum perforatum (st. John's wort) since 2015, pantoprazole since 2015, ranitidine since 2015, salbutamol sulfate (proair hfa) since 2015 and sucralfate since 2015. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2008, the patient experienced tooth fracture ("dental problems brittle and cracking") and teeth brittle ("dental problems brittle and cracking"). On an unknown date, the patient experienced abdominal pain lower ("abdominal lower pain"), back pain ("back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, mood swings, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, tooth fracture, teeth brittle, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, teeth brittle, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received: patient details were added. Concomitant medication and condition added. Events: pain, hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: yeast, apareunia (inability to have sexual intercourse) psychological or psychiatric problems condition: anxiety, depression, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines / headaches, dental problems brittle and cracking, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain/ loss (specify which one)weight gain, hair loss, urinary tract infection, abdominal lower pain, back pain, she didn¿t undergo an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.